Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a leaky reservoir that was missing a piece. Customer stated that there was fluid in the reservoir compartment. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the insulin pump and reservoir would be replaced and agreed to return the products for analysis.